Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Rupture: not observed. As per the investigation procedure deformation crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported left side capsular contracture baker grade IV and "extracapsular granulomas". Device has been explanted and replaced. Complete capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional, later reported, left side capsular contracture, baker grade IV. And "extracapsular granulomas". Device has been explanted and replaced. Complete capsulectomy was performed.

Manufacturer narrative:
The events of "capsular contracture" and "granuloma" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV, rupture. "Multiple extracapsular granulomas" found, during surgery.